Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted after it exhibited high pacing thresholds and a micro dislodgment was suspected.